Manufacturer narrative:
Attempts have been made to obtain additional patient information, however, at this time no additional information has been received. There were no system settings, optical coherence tomography (oct) images, or video images provided for review to determine if there were any obstructions or treatment abnormalities that might have contributed to the event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The company service representative examined the system. The company service representative noted that the air conditioning to the building was broken. The temperature in the room was noted as about 80 degrees fahrenheit; which is above the system requirements specified in the operator¿s manual. The company service representative performed a system alignment to correct any shifting of the optics due to excessive heat and provided surgery support for the remaining cases of the day. No further issues were found related to the reported event after servicing was performed. With the information obtained the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Event description:
A surgeon reported a case of capsular tags and a small radial tear observed after laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).